Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that, pco (fibrin) like material was adhered in anterior capsule from outside of ccc to the edge of ccc and iol. Laser did remove the material but it still felt anxiety. Anything like that was never occurred. The sample is not available as it still remains in the patient's eye. Additional information has been requested; however, further information has not been received.